Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty procedure, the balloon catheter was entrapped in the guide wire. The target lesion was located in the calcified posterior tibial artery with chronic total occlusion. A victory 14 guide wire was advanced. But after many attempts using a rubicon catheter and also dilating the lesion with a coyote balloon catheter, the guide wire could not completely cross the intraluminal occlusion. So the physician decided to remove the coyote balloon catheter, but it didn't run on the guide wire. There was a very strong friction between the guide wire and the inner lumen of the balloon catheter and it was impossible to remove the balloon catheter from the guide wire. Then the physician removed the balloon catheter and the guide wire together. No piece of the guide wire remained in the body. Once outside the patient, the physician separated the balloon catheter and the guide wire applying a great force because the friction was very high. Then he completed the procedure using the same balloon catheter and another victory 14 guide wire without any problem. No patient complications were reported and the patient status was stable.